Event description:
This lead became dislodged overnight and the physician was unable to reposition the lead due to issues with the helix extending and retracting correctly. A new lead was successfully implanted.